Event description:
It was reported that the patient had cervical leads implanted. Upon meeting with their healthcare provider (hcp) and having an x-ray performed, it was found that the cervical lead had migrated out of the cervical area. The physician was going to replace the leads. It was noted that when the implantable neurostimulator (ins) was interrogated, the battery voltage was at 2.56 volts and the capacity used was 40/90%. It was not known if the voltage was measured with the stimulation on or off. Battery longevity was calculated with program 1: 4+ 5- 6+, 5.0 volts, 450 millisecond pulse width, and 90 hertz and program 2: 4- 6+, 5.0 volts, 450 millisecond pulse width, and 90 hertz. No therapy impedance was tested. The estimate was done with 1000 ohms. With the device on 24 hours/day, the longevity was calculated at 10 months. With the device on 8 hours/day, the longevity was calculated at 27 ¿hours.¿ the physician was maybe going to replace the entire system. Follow-up determined that the patient was going to have her system explanted on (B)(6) 2015 as her generator needed to be replaced due to end of life (eol) and one of her leads had migrated out of the epidural space. The plan was to explant the old system and obtain an updated MRI. Once the patient has healed and the MRI reviewed, they would decide whether to implant a percutaneous system or a surgical lead system. It was noted that the patient noticed issues with her coverage over a year ago but had not wanted to be checked out until the time of this report. Further follow-up determined that the explant was postponed due to insurance denial.

Manufacturer narrative:
Concomitant products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3487a-33, lot# j0555375v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-33, lot# j0543000v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
Follow up is being conducted to verify the explant date as conflicting information was received. Concomitant medical products: product ID 748951 lot# serial# nhu033921v implanted: 2005-12-12 explanted: product type extension product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID 3487a-33, lot# j0555375v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID 3487a-33, lot# j0543000v, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead.

Event description:
It was reported that the patient had their spinal cord stimulation device explanted and was recovering well from the procedure. The health care professional discarded the device as it was due to normal battery depletion. The date of the explant was unclear as two dates were given. It was reported that the explant was on (B)(6) 2015 as well as on (B)(6) 2015. Further follow up is being conducted to determine this information, should additional information be received a follow up report will be sent out.